Manufacturer narrative:
The customer changed the probe. The customer noted errors in the calibration results. The customer performed hardware precision checks which showed that some assays were out of specifications. Remote connection to the system was performed and it was noted that the assays which were out of specifications on precision check were on a different disc from calcium. The customer disabled the affected line of the module. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for three patient samples tested on the cobas 8000 c702 module. The initial results were not reported outside of the laboratory because the results were caught on their validation screen. It was not specified what was on the validation screen that prevented the release of the results. On (B)(6) 2022, sample 1 had an initial result of 1.44 mmol/l with a repeat result of 1.97 mmol/l. On (B)(6) 2022, sample 2 had an initial result of 1.66 mmol/l with a repeat result of 2.10 mmol/l. On (B)(6) 2022, the field service engineer (fse) inspected and repaired the analyzer. The issue was not resolved and a new questionable result was reported. On (B)(6) 2022, sample 3 had an initial result of 1.27 mmol/l with a repeat result of 2.25 mmol/l. The reagent lot number is 579804. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) confirmed that the sample probe was bent out of the water stream. He checked all the reagent probe alignments and did not find any issues. He replaced one of the sample probes and performed vertical and horizontal adjustments. He checked the laundry levels, cell blank, and detergent. No issues were noted. He adjusted the cuvette fill volume as it was noted to be too high resulting in water spilling on top of and into other cuvettes causing calibration failures across the board. He checked the gear pump pressure and adjusted it to the correct level. He checked the probe rinse. He checked and cleaned the lens and heat cut filter. He also checked the bath windows for damage or contamination. He performed calibrations and qcs after adjusting the cuvette rinse volume. All of the results were acceptable. The calibration trace showed an error message for standard 1. The qc data showed sporadic issues at least since (B)(6) 2022. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with a maintenance issue.